Event description:
It was reported that during a knee scope meniscus repair, the device would not deploy. No anchors were left in the patient. As a result, a different vendors items were used to complete the procedure.

Manufacturer narrative:
Evaluation, result - device failures with anchors is noted. Conclusion - device malfunction is being addressed.